Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA .

Event description:
It was reported that a button on the infusion device was not working and the customer was using insulin pens to give herself injection for her bolus amounts. It was reported that the pump was infusing the basal rate. No adverse event was reported. The infusion device was requested to be returned for product evaluation.